Event description:
During a posterior stabilization utilizing the full radius blade 4.5mm, dspl., ep-1, it was reported that while the surgeon was removing the damaged labrum, the blade started shedding into the joint. It was reported that the metal filings were stuck to the glenoid cartilage and the surgeon was unable to remove them all. A back-up device was available. There were no reported patient injuries or complications.

Manufacturer narrative:
The returned device was evaluated dimensionally and found to conform to design requirements. A visual examination revealed an area of material debridement approximately .500" from the sluff chamber on the inner blade. Inner blade was measured for runout and was found to be .0183" which indicates a bent blade. Debridement of material at the proximal end of the blade indicates excessive lateral load causing the inner blade to rub against the proximal end of the outer blade resulting in shedding. No further investigation is warranted. (B)(4).